Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the device experienced a pads/paddles failure coincident with a recurring charge shock failure during operational testing. It was noted that the customer had already attempted to replace the test load and hands free cable but the issue remained. No, there was no reported adverse event to a patient or user as a result of the issue.